Event description:
It was reported that the ilet device became fully unresponsive due to a cracked touchscreen, and the user switched to backup therapy while awaiting a replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured device component, specifically the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.